Event description:
It was reported by customer that they had experienced high blood glucose levels and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on september 3rd of 2014. Customer's blood glucose level was around 275 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.